Event description:
Pt is sitting position, multiple attempts to place epidural, using plastic syringe provided. Initial attempts by resident hit bone, after each needle was withdrawn and repositioned. Also, some attempts were make to "walk off" the bone. Over several occasions it appeared there was loss of resistance to air (lorta) at very shallow depths (3 cm), but on subsequent attempts lorta appeared more appropriate. Attending took over and made several attempts with similar results, using above plastic syringe. Closer visual inspection revealed discolorations of plastic hub, i.e. Clear plastic had become opaque in several spots. Needle withdrawn and connected to a 3-cc fluid filled syringe. Tip of needle occluded and syringe injected. Fluid observed exiting through cracks in hub. New needle obtained. Epidural placed without further difficulty. At no time was a metal luer-locked syringe used, only the plastic non-luer provided in kit. Never any evidence of wet tap.